Manufacturer narrative:
According to our instruction ((B)(4) complaint handling) it is not necessary to test used/contaminated samples (because of health risk) which are defective. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Investigation cause code has been updated to c22. Pictures were provided about the complained product - peristeen. Based on them, we can identify balloon burst problem however according to our instruction ((B)(4) complaint handling) it is not necessary to test used/contaminated samples (because of health risk) which are defective. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
This case involves a (B)(6)-year-old female who had been using the peristeen device for approximately 2 years and 7 months. On (B)(6) 2021 the patient was admitted to the hospital where she was diagnosed with a colon perforation. Emergency diversion surgery was performed. No additional information was provided.